Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump powered off unexpectedly and the screen became unresponsive, with no recovery after charging and a prolonged sleep/wake button press. Symptoms included hyperglycemia following a meal. Outcomes included use of back-up therapy with a manual insulin injection and no medical intervention or hospitalization. Investigation included remote troubleshooting guidance and replacement of the device with instructions for return of the original unit and inspection of the returned device. Investigation of this device revealed a screen/display failure consistent with a hardware malfunction of the user interface component, with no evidence of patient injury. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction and internal hardware failure.